Event description:
It was reported to philips that the system's c-arm movement malfunctioned. The user performed a reboot of the system, but the issue persisted. The system was in clinical use. There was no reported patient or user harm. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that the system's c-arm movement malfunctioned. Analysis of the system log file showed that there was a motor assembly error. The customer reported a problem with moving the camera tripod. During troubleshooting, the philips engineer found errors related to exceeding the power supply voltage of the c arm movement motor and detected overvoltage. The fse replaced the motor control module (amc triple servo drive hp-lp-lp) and performed comprehensive adjustment of positions and currents for all tripod movements. After the replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome.